Event description:
Please refer importer report #: (B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4) and it is currently being returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Manufacturer narrative:
An engineering investigation was performed on the returned astral device. A review of the downloaded error logs confirmed that a system fault 223 was triggered in the device. The root cause of the failure was the peep blower. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident.